Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion device began to beep while in the run mode. Customer tried to view the error message and noticed there was a line running through the display that made it unreadable. The entire display was black. Customer removed the battery and inserted a new battery during the troubleshooting call. The display was still unreadable and the buttons would not function. No adverse event reported. Requested return of suspect device.